Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was hospitalized after receiving high voltage therapy from the device. Upon investigation, there were episodes observed where the device delivered inadequate shock to convert the arrhythmia. The device was reprogrammed to avoid any further events of inadequate therapy. The patient was in stable condition.